Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. The customer did not practice the proper air removal technique. Tandem technical support reminded the customer this was off label. The customer¿s blood glucose level was 140 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.